Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and smart device that occurred on (B)(6) 2016. Advised patient to un-install and re-install the g5 application. The reported issue was resolved as patient was able to pair and the application began displaying readings. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 03/28/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.